Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that the ez breathe atomizer did not produce a mist to alleviate the patient's asthma exacerbations. The patient is a (B)(6) female with a past medical history that is significant for asthma and bronchitis. She adds that she does not smoke.